Event description:
Clinician for dr. Called: programming a 3 month auto capacitor reformation, she began a manual capacitor reformation to set the clock for the automatic reformation. Thirty seconds into the manual capacitor reformation, the patient received a shock from the ICD. Upon re-interrogation of the device, error message "unable to identify device" appeared. Second attempt in interrogation of the device resulted in no communication with the device. Technical services was called. Sales representative, attempted reset and interrogation with different programmer and sw (akoo.!.u/1). Device gives the error message "unable to identify" or when manual interrogation tab is selected, the error message "retry communication" appears. One attempt to reset the device was attempted without success. The patient will be admitted to the hospital overnight. System reset was attempted twice without result. The device remains unresponsive to interrogation. Allowing for the possibility of the battery voltage being drawn down to eos by combined capacitor reform and shock, it was advised to call and have representative attempt reset and interrogation. Interrogation ineffective despite multiple reset. Recommendation to explant the device was given.